Event description:
It was intended to use a complete se stent to treat a calcified lesion in the sfa. The lesion was tortuous and had 70% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device reached the target lesion, but the stent could not be deployed. The physician used a non-medtronic device to complete the procedure. No patient complications are reported. During the investigation, it was noted that the device was used post expiry. The complete se device was used approximately six (6) months past its labeled use by date (ubd). There was no report of patient injury or reaction. Evaluation summary: numerous stent segments were exposed. Gap evident between the blue slider mechanism and the handle. Kink evident immediately distal to the strain relief. The retractable sheath distal tip was slightly flared. The stent was completely deployed with no issues noted.

Manufacturer narrative:
Results: shelf life exceeded (device used beyond expiration date); failure to follow instructions (IFU instructs to verify expiration device prior to use); related to operational context (malfunction occurred during the procedure); deformation problem (numerous stent segments exposed and deployed). Conclusions: failure to follow instructions (IFU instructs to verify expiration device prior to use); operational context contributed to event (malfunction occurred during the procedure). (B)(4).